Event description:
The service repair technician reported that during routine testing of the device at the service center, that a calibration error occurred (code: 23 4023) on the electronic patient gas system (epgs). This is a demo unit at the mfg engineering center (mec). There was no pt involvement.

Manufacturer narrative:
The quality engineer at the mfg engineering center (mec) could duplicate the reported issue. Evaluation is in progress, but not yet concluded.